Manufacturer narrative:
D9. Date returned to mfg: 17-jan-2025. H6. Investigation codes: updated. Investigation summary: received two (2) used. List #67pfps60, pediatric tracheostomy tubes. As received no damage or anomalies were observed. A syringe was attached to each pilot balloon of each tube and slowly inflated with 5ml of sterile water per packaging directions. The cuff of both sets was observed not to inflate completely. Each set was gently massaged per IFU, and the cuff was observed to inflate. The complaint of cuff not inflating properly can be confirmed. However, after gently massaging the cuff, the issue was resolved. The IFU (instructions for use) states: "if the cuff does not inflate completely, squeeze the pilot balloon while gently manipulating the cuff from the shaft." A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the balloon was not inflating properly or did not stay inflated. There was a patient involvement and no patient harm/adverse event reported.